Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was able to interpret the both bs and all ic recordings in spite of the presence of noise. The cable was exchanged with no resolution. The case was completed by changing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The physician was able to interpret the both bs and all ic recordings in spite of the presence of noise. The cable was exchanged with no resolution. The case was completed by changing the catheter without any patient consequence. The returned device was visually inspected upon receipt and some light green residues were found on the connector pins. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.